Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, there was a sensation that the sealing was not done properly whether the staples were clamped, but nothing was found. Start-up and completion sound was heard, but sealing was insufficient. There were times when the knife was halfway out and the handle would become stuck and the jaws would not open. The lever to release the knife was difficult to pull and was stiff. This situation occurred within the first hour of use. There was a bleeding occur after the cut, even though it was properly sealing. The vessel was completely cut, and there was a bleeding observed directly from the seal. Replaced with another device and it worked fine.

Event description:
According to the reporter, during lobectomy, after an hour of used without a problem, there was a sensation that the sealing was not done properly whether the staples clamped, but nothing was found. Start-up and completion sound was heard and no re-grasp alert, but sealing was insufficient after 1 hour of use and it was cleaned little less than 10 times. There were times when the knife was halfway out and the handle would become stuck and the jaws would not open while sealing the 3mm or less small blood vessels around a3. The lever to release the knife was difficult to pull and was stiff and it opened after several attempts and there are times that the jaws were slightly opened when the knife was only being returned to the middle of the groove. This situation occurred within the first hour of use. There was a bleeding occur after the cut, even though it was properly sealed. The vessel was completely cut, and t here was a bleeding observed directly from the seal. Replaced with another device and it worked fine. The incident didn't extend the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a stuck staple in the knife track of the jaw. Functionally, the stuck staple affected the device ability to activate and complete its seal cycle properly. The knife blade was difficult to advance and retract. The knife trigger felt stiff. The device was disassembled and it was identified the red wire was out of the pull tube and the knife pull was getting stuck on it. It was reported that the sealing was not done properly whether the staples clamped. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Improvements have been initiated to mitigate this condition. The event had foreseen risk and is included in a data monitoring plan. The instructions included with this device provide the following guidance: avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.